Event description:
It was reported that a patient underwent a c-section procedure on (B)(6) 2025 and a suture was used. The patient underwent surgery at 08:39 and gave birth to a baby girl at 08:46. The doctor began suturing the uterus with suture, and at half the distance from the uterine incision, the problem of the suture pulling off the needle happened. The doctor then took another identical suture and sutured it again. Due to the re suturing, there were more needle holes at the incision site in the patient, which increased the risk of bleeding. The surgery time has been extended. No adverse patient consequences were reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). D4/g4: device is not distributed in the united states but is similar to device marketed in the USA. Therefore, (01) gtin is not available. H6. Component code: g07002 - device not returned. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The following information was requested, but unavailable: * it was mentioned that "due to the re suturing, there were more needle holes at the incision site in the patient". How was it treated? Was any unplanned medical treatment/procedure required? Please provide additional details * were there any unexpected outcomes, complications, or changes in the patient¿s postoperative care due to the prolonged procedure? * were there any other patient consequences? A manufacturing record evaluation was performed for the device, and no non-conformances were identified. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.